Manufacturer narrative:
(B)(4). Damaged release button, incomplete or interrupted cycle. Additional information was requested and the following was obtained: was the device locked on tissue? Stomach. If the device was locked on tissue, how was it removed? Anvil release. Was there any damage to the tissue? If yes, how was this resolved? Yes, damaged tissue was resected. Were there any opening issues after the first firing? Yes. What other color cartridges were used before and after this event? Green. Was the instrument fired across or near an existing staple line or clip? Yes. If any unexpected noises were heard, when were they heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. The analysis found that one device was received for analysis with an (B)(4) cartridge loaded in the device. The reload was partially fired 1/3, consistent with an incomplete interrupted cycle. Furthermore the manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Additionally, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife not at the home position. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The device fired and opened without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device would not open on the second firing. The first firing was fine. A green reload was used. There were no patient consequences. Case completed with another device of the same product code.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device would not open on the second firing. The first firing was fine. A green reload was used. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Damaged release button, incomplete or interrupted cycle. Additional information was requested and the following was obtained: was the device locked on tissue? Stomach. If the device was locked on tissue, how was it removed? Anvil release. Was there any damage to the tissue? If yes, how was this resolved? Yes, damaged tissue was resected. Were there any opening issues after the first firing? Yes. What other color cartridges were used before and after this event? Green. Was the instrument fired across or near an existing staple line or clip? Yes. If any unexpected noises were heard, when were they heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. The analysis found that one device was received for analysis with an ecr60g cartridge loaded in the device. The reload was partially fired 1/3, consistent with an incomplete interrupted cycle. Furthermore the manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Additionally, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife not at the home position. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The device fired and opened without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.